Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged on the proximal rows 3 & 4, with struts lifted distally. The damage to the stent is consistent with force/resistance being encountered by the stent delivery catheter. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered by the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-june-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left circumflex artery. After pre-dilation was performed using a 2.5x15 maverick balloon catheter, a 3.00x20 synergy¿ stent advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.